Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. In the morning the patient had a blood glucose result of 375 mg/dl. The caller stated at lunch she administered a bolus of insulin, and that her blood glucose "was perfect". The caller reports that 2-3 hours after lunch her blood glucose level was 400 mg/dl. At an unknown time the patient fainted, due to elevated blood glucose levels. At approximately midnight the patient was transported to the hospital. At the hospital the patient's blood glucose level was 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis, and was treated with an IV of insulin and physiological saline. The patient was hospitalized for 24 hours. The infusion device was requested to be returned for product evaluation.